Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label and open seal with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes did not have a label or missing label information or illegible (all packaging levels). This event occurred 7 times. The following information was provided by the initial reporter: the customer noticed there was "no label and plastic encapsulating tear product."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes did not have a label or missing label information or illegible (all packaging levels). This event occurred 7 times. The following information was provided by the initial reporter: the customer noticed there was "no label and plastic encapsulating tear product."